Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with attached needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: particle contaminant on sterile needle.

Manufacturer narrative:
H.6. Investigation: it was reported that particle contaminant on the sterile needle. To aid in the investigation, one photo was received for evaluation by our quality teams. Through visual inspection, one piece of white particulate foreign matter was observed. The conditions observed at the packaging site were non-conforming per product specification. The photo was sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, one photo was received. A visual inspection was performed and observed that epoxy drip over on the needle. It is possible that a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. Verification of the cannulator was performed. The settings were correct and the flow of products was good. A device history record review was completed for provided lot number 0253053. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd luer-lok¿ syringe with attached needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: particle contaminant on sterile needle.